Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with non-sustained right ventricular oversensing for double counting of qrs complexes. This was due to left ventricular loss of capture. No changes were reported. There were no patient consequences.